Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 20.6-21.3cm from the distal tip, consistent with lead friction to another device or heart feature. Internal insulation abrasion was noted at 7.1-8.0cm from the distal tip. The etfe coating was intact at these locations. (B)(6). (B)(4).

Event description:
This report is to advise of an event observed during analysis.